Event description:
The call center report states the pt is in constant pain and has swelling. Medical records were received, the pt has had two revisions. The first revision the pt was revised due to pain and depuy products were removed. Another manufacturers knee products were implanted.